Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user experienced hyperglycemia while using the ilet system, with continuous glucose readings trending high following a supply change and a meal announcement. Glucose values peaked at 362 mg/dl and remained above 180 mg/dl for approximately 4¿6 hours. The device issued high glucose alerts during the event. The user completed a guided supply change with contact detach infusion hardware and later confirmed that glucose levels returned to range. Symptoms included fatigue. There was no use of backup therapy, no ketone testing, and no requirement for assistance, medical intervention, or hospitalization. Investigation activities included troubleshooting and user education, review of event details, and follow-up contact. The investigation revealed no confirmed device malfunction and no identified infusion set issue. The precise cause of the hyperglycemia remained undetermined. Based on previously established findings for similar reports, the cause of the event was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.